Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2017 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to measurement system lock-up. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implantable pulse generator (ipg) interrogation the device had reverted to initial mode setting, the impedance of the leads had measured zero at one time, and the device was unable to reprogram. Review of device date indicated the ipg reached false elective replacement indicator (eri) due to a measurement lockup condition. The ipg will perform an autocorrect for a false measurement. The ipg mode was re-programmed, and the device remains in use. No patient complications have been reported as a result of this event.